Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model#: sc-4318, lot #: 19152084 , description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infected disc which was not device related. The patient was prescribed antibiotics. The physician confirmed that no actual infection and did not think anything was wrong with the device. The patient underwent an explant procedure.